Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that the pump and pump battery felt warm to touch. The pt denied observing moisture in the battery compartment. The pt also denied suffering any burns to her skin as a result of the alleged issue. No other symptoms or injury were reported. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that the pump and pump battery felt warm to touch.